Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube lip, lcd display window and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has a crack at the edge of the screen. The customer's blood glucose was 100 mg/dl. No significant events leading to the crack was observed. Nothing further reported.